Manufacturer narrative:
G4:25mar2021. B4:02apr2021. Review of the device's significant event log does not show evidence of the error code alleged by the customer. There is nothing in the log indicating a device malfunction. Furthermore, the philips field service engineer (fse) who evaluated the unit did not find any deficiencies or malfunctions. The device successfully passed performance verification testing without requiring repairs or replacements. Based on this information, it has been determined that there was no device malfunction and therefore, this event is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:10mar2021. B4:13mar2021. The field service engineer tested the ventilator and was unable to confirm proximal pressure sensor autozero failed, or any significant error. The unit passed all testing and is approved for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
The customer reported proximal pressure sensor autozero failure. The unit was not in use on a patient at the time of the reported event.